Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. An inspection of the balloon was performed and observed to be unfolded which indicates it had been subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at approximately 2mm distal to the distal end of the proximal marker band. An examination of the balloon material identified no issues. A visual and microscopic examination of the markerbands, blades and tip were performed and revealed no issues. Also, the shaft was noted to have multiple hypotube kinks along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that the balloon failed to cross the lesion. The 10x3.25mm target lesion was located in the moderately tortuous and severely calcified coronary artery. During the procedure, it was noticed that the balloon could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a balloon pinhole was noted.